Manufacturer narrative:
The customer's report was not replicated or confirmed. Review of the device data logs did not show any error messages related to the report. The log showed that the device displayed a clear ECG signal throughout the case. The device was put through extensive testing including bench handling, defibrillation cycling and impedance testing without duplicating the report. The device was recertified and returned to the customer. This report is being closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.